Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient experienced an undisclosed adverse event.

Manufacturer narrative:
It was reported that patient underwent mesh removal on (B)(6)2014 and (B)(6)2014 by dr. (B)(6)at (B)(6) hospital, ny due to ventral hernia recurrence and perforated sigmoid colon.

Manufacturer narrative:
Patient code:(B)(4). It was reported that following insertion the patient experienced abdominal pain.